Manufacturer narrative:
Device component code (B)(4) is related to device problem code (B)(4) for the problem of needle detachment. Mfg site name - (B)(4) medical. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached when fired into the first leg and left inside the patient. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Two sets of dilators were returned. It was later determined that one set was used to finish the procedure and that there was no reported issue with it. Both sets were analyzed as it was impossible to determine which set was the complaint device. A visual examination of the first set of dilators revealed that the blue with white stripe dilator was missing the suture and dart. The suture inside this dilator was torn through and the dilator was torn on the distal end. The other dilator has the suture and dart attached to it and with cut sleeve. A visual examination of the second set of dilators revealed that the suture and dart on the blue with white stripe dilator were missing and were not returned. This dilator was torn on the distal end. The other dilator still has the suture and dart attached to it. One capio slim device was returned; analysis reveals no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the needle detached when fired into the first leg and left inside the patient. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.